Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (aortic neck elongated and dilated). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck elongated and dilated).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was in for a routine follow-up when it was noted that the stent graft has migrated 9 mm distally with no endoleak present. The aortic neck has elongated and dilated and the aneurysm had shrunk. An endurant cuff 32x32x49 was successfully implanted to address the stent graft migration. No additional clinical sequelae were reported and the patient is fine.